Manufacturer narrative:
The product was manufactured at one of the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine at which location this particular product was manufactured. (B)(4). Device not yet returned.

Event description:
Consumer reports toothbrush head breakage during use resulting in a chipped tooth.